Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient did not have any strokes prior to implant and they started almost immediately after implant. The patient died of a stroke and the reporter stated it was device related. The information provided about the patient¿s death was not from a healthcare professional, so additional information was requested. If additional information is received, a supplemental report will be sent.

Event description:
Follow-up received from a healthcare provider (hcp) reported that he did not feel the therapy was causing strokes for the patient. The patient had many co-morbidities and was ¿lost at one point to follow-up,¿ until he needed a replacement due to normal battery depletion. The patient had a history of strokes and cardiac failure unrelated to the therapy. He had cerebral vascular disease and an old cortical infarction that was well before the initial implant. The hcp noted that all testing they ever did with the device was good and it provided the patient with benefit. In the hcp¿s medical opinion the device played no role in the patient¿s history of stroke or death and the hcp was unaware of any device malfunctions.